Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 980 mg/dl, a stroke, and a high ketone level identified as dangerous by healthcare provider. Customer's healthcare provider was unable to provide the cause and sequence of events; whether the stroke caused the elevated bg, or the stroke was a result of the elevated bg level. Ultimately, the cause was unknown. The customer went to the emergency room and was subsequently hospitalized in the intensive cause unit. Bg was treated with intravenous insulin and saline. No information was provided regarding the release date; however, customer indicated the issue was resolved and no permanent damage was sustained. System check with tandem technical support confirmed the pump was functioning as intended.